Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has declining health resulting in reduced r-wave amplitude which is suspected to have contributed to more recent episodes showing t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead triggered a lead integrity alert (lia) alert for oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The rv lead had t-wave oversensing (twos) and diminished r-wave sensing. A follow up with the patient¿s healthcare provider yielded that the lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.